Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that the unspecified bd hypodermic syringe experienced leakage past the stopper. The following information was provided by the initial reporter: on (B)(6) 2021, inpatients in the dry clinic ward of the hospital had an intrapulmonary infection. When the nurse used a disposable sterile syringe for intramuscular injection, the disposable syringe used for injection leaked. The nurse immediately removed the needle and re-disinfected the injection site, changing the syringe to continue the intramuscular injection. Immediately after the injection, it called the equipment department. After receiving the notice, the equipment department immediately dispatched relevant personnel to check. After inspection, it was found that the injection plunger of the disposable syringe was not properly integrated with the barrel, which caused the leakage. The equipment division immediately notified the dealer and the manufacturer, and instructed the dealer and the manufacturer to find out the cause. This incident caused a second puncture to the patient, which increased the possibility of infection, and the injection dose was not accurate, causing no other harm to the patient.